Event description:
It was reported that a 73 year old male patient, who was initially implanted in (B)(6) 2017, and had a revision on (B)(6) 2022, underwent a 2nd revision procedure on an unknown date. Reason for the revision not reported. Recalled poly indicated, which was not confirmed. There were no device breakages or surgical delays reported. The patient was last known to be in stable condition following the event. No device returns anticipated. The hospital kept the devices. No device images or patient x-rays provided. No further information. On (B)(6) 2022 revision reported under 1038671-2023-00083.

Manufacturer narrative:
D2b: hip, semi-constrained, cemented, metal/ceramic/polymer + additive, porous uncemented. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.